Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact information: (name:(B)(6)). A getinge field service engineer (fse) troubleshot to video generator board. Replaced video generator board. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer. The defective components were received for further investigation. The failure analysis and testing dept. Received video generator board. This part was received with a reported unit failure of the monitor locking up. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. Tested for 1 hour with no issues found. Could not verify the reported issue. This part is obsolete and cannot be tested by the supplier. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units monitor locks up. There was no patient involvement.